Event description:
The following has been reported: failure of syringe pump, serial number (B)(6) received in november 2023 and therefore still under warranty. Error code = error 54-0080 - coulombmeter communication. Additional information from the customer: "regarding the failure, this device has never been used; it was on storage shelves. It was disconnected for a few days and when it was reconnected to the mains the error message appeared immediately. So there were no patient injuries." Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.